Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified missing shell, creases fold and broken sharp on posterior. Base on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture and "pain shooting down arm." Patient added that the right breast has "changed shape tremendously." Device has been explanted.